Manufacturer narrative:
The marksman and pushwire were returned for evaluation without the pipeline as it was implanted in the patient. The capture coil was found to be damaged. The evaluation could not determine the cause of the event. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. Damaged capture coil. (B)(4).

Event description:
Treatment of a dissecting aneurysm. Medtronic (covidien) received information regarding a manufactured product and adverse event. During the procedure, it was reported the physician was not able to see correct deployment and delivery of the distal part of the pipeline as it was implanted. The pushwire was rotated several times and it was reported the pipeline migrated into the distal portion of the basilar artery. The pushwire was removed from the patient and some damage was noticed on the pushwire. (Four) days post procedure, it was reported the patient expired.